Event description:
Patient presented to the physician with wound dehiscence at the neck incision site, and the stimulation lead had eroded through the skin. Physician advised the patient to keep the open wound covered and prescribed a 10-day course of antibiotics. Physician will re-evaluate next steps.

Event description:
Patient presented back to the physician with the stimulation lead eroding through the skin at the neck incision site. Physician brought the patient into the or, irrigated the neck pocket with antibiotic solution, repositioned and tucked the stimulation lead beneath the neck tissue, re-sutured, and closed the incision. Postoperative antibiotics were prescribed following the procedure.